Event description:
It was reported that the patient was seen in clinic without a complaint on (B)(6) 2022. The hemoglobin/hematocrit (h/h) value was noted to be 9.6/31/3 from 13.3/4.18 in (B)(6) 2021. Since the patient was without symptoms, there was a plan to follow up in one week with the h/h counts. On (B)(6) 2022, the patient reported that they have had progressive weakness over the days prior since last clinic visit. The patient had also had associated lightheadedness without syncope. The patient had associated dark stools over the previous several days without overt melena, hematochezia or hematemesis and went to the emergency department for evaluation. The patient was admitted on (B)(6) 2022. Status post 1 unit of packed red blood cells, hemoglobin had been stable since. Status post esophagogastroduodenoscopy (egd) showed schatzki ring in esophagus. The patient needed a capsule endoscopy and was deferred outpatient. The patient was on heparin and gamma-glutamyl transferase (ggt). The hemoglobin was monitored closely and warfarin was restarted. The patient had an intravenous of iron. Gastrointestinal bleeding was not confirmed and the source of the bleeding was not found. The plan of care was to monitor the bleeding risk and bridge international normalized ratio (inr) to the therapeutic level.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.